Event description:
The caller reported a malfunction on the pump, identified with a resettable malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, and the malfunction did not recur after resetting. The customer was advised to continue using the pump and to reach out if issues reoccur, which they acknowledged and understood.